Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed one manufacturing nonconformity that would have contributed to this complaint. However, it was determined to be an isolated event and not product quality issue. Additionally, a review of the complaint history of the reported lot revealed no other incidents. Based on the information provided, a conclusive cause for the reported difficulty could not be determined. It may be possible that the rupture occurred due to interaction with lesion or associated devices during use; however, without having the device to examine, this could not be confirmed. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
It was reported that the procedure was to treat a lesion in an arteriovenous (av) fistula. The 7x200mm armada 35 balloon dilatation catheter (bdc) was advanced without issue for pre-dilatation; however, during the second inflation the balloon ruptured at rated burst pressure, 13 atmospheres. The bdc was removed without issue and a non-abbott bdc was used to complete the procedure. There was no clinically significant delay in the procedure and no adverse patient effects. No additional information was provided.